Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9., h.6.

Event description:
Patient reported left side rupture and "overall capsular contracture of the left prosthesis is suspected", baker grade unknown. Device has been explanted and replaced.

Event description:
Patient reported left side rupture. Patient later reported "suspected capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: unable to observe openings in the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, d9, h3, h6.

Event description:
Additionally reported was "overall capsular contracture of the left prosthesis is suspected", baker grade unknown. The device has been explanted and replaced